Event description:
Ous MDR - almost one month after implantation it was noticed that the atrial lead was not capturing. After an x-ray, the physician concluded that the lead was dislodged and located in the superior vena cava. During the revision, on the (B)(6), the physician saw a clot of blood in the exposed screw and decided to replace the lead for a new one. The implant date was not provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. Further visual inspection showed a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress which occurred most likely during surgery. In summary, there was no sign of a material or manufacturing problem.